Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, the pump was exposed to a body scanner at the airport. The customer continued to use pump for insulin therapy until replacement arrived. There was no reported impact to the customer¿s blood glucose level.